Manufacturer narrative:
Only iol was returned for analysis. No cartridge was returned. Additional observations were as follows: iol returned pressed down into well area of iol case base. Solution is dried on both surfaces of the optic and haptics. One haptic is adhered to the optic surface in a folded position, the other haptic is deformed. The optic is intact. The iol met specifications when dimensionally measured for edge thickness and plan view. No cartridge was returned. The file states: ¿per our surgical tech it was more of the cartridge and possibly a staff error". No more information/clarification could be obtained from hcp (healthcare professional). The product investigation could not identify the root cause for the reported complaint "lens did not advance during implantation stuck in the injector" as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. The dimensions of the lens were tested using an approved template and results show the lens dimensions to be within specification. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, lens did not advance well during implantation, lens was stuck in the injector. There was no patient harm. Additional information was requested and received.